Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was used at the time of duodenal resection in billroth 2 reconstruction of distal gastrectomy procedure, while the jaws on the device was placed on the tissue and released the safety interlock, the first firing was started in slow stapling mood. When the gears were engaged once, the firing stopped. Four(4) staples were stapled into the tissue, but the knife did not reach the tissue. A new product was used to perform resection at the anal side without problem. The surgical time was extended by less than 30 min. There was no patient injury.